Manufacturer narrative:
The reported field event of diagnostic anomaly was confirmed in the laboratory via device image. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed an excessive discharge in battery longevity. The patient condition was stable. Device explant was recommended.

Event description:
New information received states that the device was explanted.